Event description:
An elderly patient was being prepared for discharge. As nurse was discontinuing patient's IV, the catheter separated from the hub of the viavalve safety i.v. Catheter and remained in the patient. Patient had to be taken to ultrasound (u/s) and soft tissue u/s revealed "a linear tubular structure in the dorsal subcutaneous tissues of the left hand in between the fourth and fifth digit metatarsals." IV catheter was removed with manual manipulation and a hemostat. Fortunately no patient harm and patient's discharge was completed.